Manufacturer narrative:
A bci field service engineer (fse) replaced the lid on the canister.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydro canister lids of the unicel dxc 600 synchron chemistry analyzer cracked. No injury was reported in association with this event.